Manufacturer narrative:
Literature citation: rahel bornemann, md, yorck rommelspacher, md, tom r. Jansen md, kirsten sander, phd, dieter c. Wirtz, md, and robert pflugmacher, md. ¿elastoplasty: a silicon polymer as a new filling material for kyphoplasty in comparison to pmma¿. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported in a literature that 30 patients with one to three vertebral compression fracture (vcf) were treated either with balloon kyphoplasty using vk100 or balloon kyphoplasty using pmma bone cement. Leakage was observed in one of the patient in the pmma group.